Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported customer issue of "no probe connection " was not able to be duplicated as there was no issue found on the probe unit however, peeling on the forceps cover glue , dent on the c-body (control body) affecting the function was identified. Further inspection found the following defects on the device: a-rubber glue: found chipped, um image found with one broken element, switch/camera cuts found on sw (switch button) #1, elevator ch w/f inlet found loose, scope conn a/w (air/water) inlet found loose, leaking, elevator insulation (el) found with fluid invasion, um connector: found with fluid invasion, control knob mv: found with low tension, investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during an unknown event, no connection probe found on the device. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found forceps cover glue peeling. This event is being submitted, reported due to forceps cover glue peeling.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the forceps cover glue peeling could not be identified. However, it is possible the cause was related to some kind of external force that was applied to the relevant part. Per the instructions for use: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.